Manufacturer narrative:
(B)(4). (B)(6). A supplemental report will be filed upon completion of the investigation.

Event description:
It was noted that following successful venipuncture, the cannula could not be withdrawn successfully. Nothing abnormal was noted prior to use. No needle stick injury or other intervention occurred as a result of this defect.

Manufacturer narrative:
Device manufacture date: 11/15/2015 - 11/18/2015 device evaluation: result - one actual sample without the unit package was returned for evaluation. A visual inspection was carried out and noted the tip shield connected to the cannula adapter and v-clip tilt is present. The tip shield was not activated as reported. The v-clip was lightly touched to make it reset and the v-clip was then successfully activated. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5296192. Conclusion - the customer returned sample showed a v-clip tilt that caused the needle to be stuck in the tip, resulting in the failure to active. According to the pegasus current production process, the assembly machine of v-clip has 100% online visual inspection, which can eliminate the products that have tilting v-clip, therefore, the occurrence of this defect could be caused by subsequent assembly processes. Corrective actions have been taken by the manufacturing site.